Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2004 - upper abdominal pain, right gluteal soreness, tiny area of granulation by suture line, discharge likely secondary to dissolving sutures, pelvic organ prolapse quantification (popq) stage I, stress urinary incontinence, minimally (drops) with good support. CT confirms hematoma associated with hysterectomy. Patient condition was stabilized status post transfusion. (B)(6) 2005 - minimal incontinence, possible vesicovaginal fistula, vaginal bleeding and granulation tissue likely secondary to an extrusion of her anterior ivs - scheduled her for an excision of granulation tissue and excision of underlying mesh with creation of vaginal flap mesh revision surgery: (B)(6) 2005 - underwent cystoscopy, bilateral retrograde ureteropyelogram, excision of eroded tape and repair of urethrovaginal fistula.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. In 2004- upper abdominal pain, right gluteal soreness, tiny area of granulation by suture line, discharge likely secondary to dissolving sutures, pelvic organ prolapse quantification (popq) stage I, stress urinary incontinence, minimally(drops) with good support. CT confirms hematoma associated with hysterectomy. Patient condition was stabilized status post transfusion. In 2005 - minimal incontinence, possible vesicovaginal fistula,vaginal bleeding and granulation tissue likely secondary to an extrusion of her anterior ivs - scheduled her for an excision of granulation tissue and excision of underlying mesh with creation of vaginal flap mesh revision surgery: 2005 underwent cystoscopy, bilateral retrograde ureteropyelogram,excision of eroded tape and repair of urethrovaginal fistula reason for mesh implantation: stage 3 uterovaginal prolapse and urinary incontinence procedure (s) performed: vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior and posterior repair, ivs tunneller anterior and posterior placement and cystoscopy findings: six weeks sized retroverted uterus. Normal ovaries bilaterally. On cystoscopy bilateral ureteral spillage seen. No bladder perforation or injury seen, no complications. Complications post ivs tunneller placement: in, 2004 ¿ upper abdominal pain, right gluteal soreness, tiny area of granulation by suture line, discharge likely secondary to dissolving sutures, pelvic organ prolapse quantification (popq) stage I, stress urinary incontinence, minimally (drops) with good support. CT confirms hematoma associated with hysterectomy. Patient condition was stabilized status post transfusion. In, 2005 ¿ minimal incontinence, possible vesicovaginal fistula, vaginal bleeding and granulation tissue likely secondary to an extrusion of her anterior ivs - scheduled her for an excision of granulation tissue and excision of underlying mesh with creation of vaginal flap

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.